Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the tibial plateau. Here we found no bone cement on the surface. Additionally we made a visual inspection of the broken off bone cement. We also found visible damage on the gliding surface. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and been found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably patient and usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. We assume a bone loosening as a causal factor. It could be possible that there were problems with the cement technique as well. Potential sources of faults relating to the cement: the processing time of the cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling of the cement. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. The surgeon noticed that these implants had loosened and needed to be revised. The patient's original tka (total knee arthoplasty) surgery date was (B)(6) 2016 and it was revised on (B)(6) 2017. Components in use listed as concomitant devices are: nx056z / as vega ps tibial plateau cemented t3+. Nx132 / vega ps gliding surface t3/3 14mm.